Event description:
Customer reports to have been hospitalized for reason unrelated to diabetes. Customer was hospitalized for cardiac catheter. Customer's blood glucose were between 200 mg/dl and 400 mg/dl and had gotten as high as 900 mg/dl. Customer declined troubleshooting for high blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)